Manufacturer narrative:
Programmer: model 7434-e, serial # (B)(4). Extension: model unknown, serial #(B)(4), implanted: 1999 (B)(6), explanted: unknown. Lead: model unknown, serial # (B)(4), implanted: 1999 (B)(6), explanted: unknown.

Event description:
It was reported that while the stimulator is turned off, it turns on. A surging sensation and overstimulation was reported that had been ongoing for years. No know accident or incident is related to these events. Additional information has been requested, but was not available as of the date of this report.